Event description:
Reporter alleged obtaining a result of 90 mg/dl on the mobile system compared back to back with a result of 169 mg/dl on compact plus system 1 and 169 on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in compact plus system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in compact plus system 2. Reference medwatch report with patient identifier (B)(6) for the mobile suspect device systems used.